Event description:
It was reported that about 20 minutes ago, they were charging their implanted neurostimulator and felt something warm on the recharger cord. Patient said the cord went from warm, then started burning and they pulled the recharger cord out and it was ready to catch on fire. Patient confirmed they did not receive any physical burns or injuries from the incident. Patient stated the cord did not light up in flames, but the cord was black and scorched. An email was sent to the repair department to replace the recharger. Patient stated they turned their stimulation off until they can continue recharging again.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.